Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Correction: unique device identifier (UDI)# additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The actual date of event is unknown. Investigation summary: the report that the pca module will be "off about 1ml" of filled syringe volume. A 50ml syringe will display as 49ml; and a 30ml syringe will display as 29 could not be confirmed. Thorough testing performed on the received suspect pca module found its syringe volume detection was performing in specification. Alaris system maintenance accuracy testing performed on the suspect pca module found the pca module operating in specifications. Functional testing performed on the suspect pca module found the device correctly detecting the volume within a syringe. Volume detection was performed by weighing the contents of the filled bd 30ml syringe provided by the facility then loading the syringe into the pca module. The pca module detected a volume and displayed the volume on the pcu. The volume detected was found to be in specification. The system shall provide instrument accuracy of +/- 2% of full-scale plunger travel (not including syringe variation). The review of the pca error log showed no errors during reviewed time period. The bd alaris v12.1.2 with guardrails user manual states for the pca module flow rate and accuracy that: ¿the pca module full-scale plunger travel accuracy is ± 2%.¿ the bd alaris v12.1.2 with guardrails user manual provides a list of compatible syringes for the pca module including brands for each syringe size and order number. The user manual states within cautions and warnings that: ¿ensure syringe sizes and models are compatible with the pca module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported syringe discrepancy was not determined. Laboratory testing found the received suspect pca module passing alaris system maintenance accuracy testing. Furthermore, the suspect pca module correctly detected the volume in bd 30ml syringe provided by facility.

Event description:
It was reported that pca module will be "off about 1ml" of filled syringe volume. A 50ml syringe will display as 49ml; and a 30ml syringe will display as 29. The customer has done full calibration on the units, however there has been no change. There was patient involvement however no harm. Additional information was received from the customer. Customer is utilizing bd 30ml syringe and bd 50ml syringe. When priming the tubing, the customer uses the medication that is in the syringe. Customer reports the pump will pass calibration and all tests however when customer checks the syringe it is still off by 1 ml.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pca module will be "off about 1ml" of filled syringe volume. A 50ml syringe will display as 49ml; and a 30ml syringe will display as 29. The customer has done full calibration on the units, however there has been no change. There was patient involvement however no harm. Additional information was received from the customer. Customer is utilizing bd 30ml syringe and bd 50ml syringe. When priming the tubing, the customer uses the medication that is in the syringe. Customer reports the pump will pass calibration and all tests however when customer checks the syringe it is still off by 1 ml.